Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the film height for front and rear films. The cse verified all probe alignments and adjusted the sampler on left of center at cuvette. The cse found ultrasonic voltage higher than normal. The cse replaced reagent probe 1 tubing and then ran precision testing for calcium and glucose, which passed. The cse ran system check and controls, which passed. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result on one patient sample.